Manufacturer narrative:
Based on the initial escalation analysis at the time, it was observed that after sensor insertion, there was noise in the sensor readings and the system asserted multiple sensor check alerts. Per the analysis, the RMA was authorized for further analysis. Upon completion of RMA investigation, there was no malfunction found for the sensor. As part of resolution, the RMA was authorized to offer the user a sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.